Manufacturer narrative:
Siemens filed initial MDR 2432235-2024-00077 on 22-apr-2024. Additional information (09-may-2024): a comparison study was performed on multiple samples across multiple atellica im analyzers to evaluate the total human chorionic gonadotropin (thcg) performance. The comparison study demonstrated that the assay recovery was consistent and precise. In addition to the service activities mentioned in the initial report, the siemens customer service engineer (cse) replaced waste bottle lid. The service activities performed by the cse, described in initial report and this report, resolved the issue. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that an erroneously elevated total human chorionic gonadotropin (thcg) result was obtained on a patient sample on the atellica im 1600 analyzer. The erroneous result was reported to the physician(s) and was questioned. The sample was repeated twice on the alternate atellica im 1600 analyzer. The repeat results recovered lower than the erroneous result. A thcg result of <2 was reported as correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated thcg result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) and reported that an erroneously elevated total human chorionic gonadotropin (thcg) result was obtained on a patient sample on the atellica im 1600 analyzer. Quality controls (qcs) were within ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse checked sample probe alignments and observed that the primary waste bottle lid had slight crack. The cse replaced gear kit, sample manifold, plunger, vacuum regulator, pinch valve tubing and aspiration probe 4, adjusted the secondary vacuum, manually aligned the sample probe to the cuvette and tip tray, aligned reagent probe 1 to the cuvette, and ran auto check, which recovered acceptably. Then, the cse replaced secondary waste reservoir and sample probe pressure transducer, calibrated scales, tested the sample probe, and ran auto check, qc and a precision test, which recovered acceptably. Additionally, the customer ran qc, which also recovered acceptably. The cause of event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.